Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Both the valve actuation and system air leak tests passed. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A glucose test was conducted and returned a positive result. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient contact that the patient encountered multiple drain complication during drain 4 of 5 of the peritoneal dialysis treatment. The patient observed evidence of a fluid leak inside the cassette door when removing the cassette from the cycler. The patient was advised by the peritoneal dialysis nurse to complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed. Additional information was solicited.